Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated ipg was able to reconnect out of service mode and issue able to be resolved

Event description:
It was reported patient had an rf procedure and post operatively was unable to connect with external devices. No further plan of action taken.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.